Manufacturer narrative:
Qn# (B)(4). The reported complaint for "blood was found in the balloon catheter" is not able to be confirmed. The product was not returned for I nvestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the patient returned to ccu at 18:40, and blood was found in the balloon catheter at around 20:00, and the iabp prompted an alarm of high balloon pressure, which was considered to be a rupture of the balloon, and the pump operation was stopped immediately.at around 22:00, the surgeon gave the bedside to pull out the iabp catheter and encountered obstruction, and the femoral artery ultrasound prompted that the balloon was retained in the vasculature. After contacting the cardiovascular surgery department, the surgeon performed right femoral arteriotomy to remove the foreign body, and finally removed the iabp balloon and guidewire". The patient's current condition is reported as "fine".

Event description:
It was reported "the patient returned to ccu at 18:40, and blood was found in the balloon catheter at around 20:00, and the iabp prompted an alarm of high balloon pressure, which was considered to be a rupture of the balloon, and the pump operation was stopped immediately. At around 22:00, the surgeon gave the bedside to pull out the iabp catheter and encountered obstruction, and the femoral artery ultrasound prompted that the balloon was retained in the vasculature. After contacting the cardiovascular surgery department, the surgeon performed right femoral arteriotomy to remove the foreign body, and finally removed the iabp balloon and guidewire". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).